Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. It was reported that the stent graft was explanted approximately 66 months post stent graft implant. The abdominal aortic aneurysm expansion due to disease progression resulting in a type 1 endoleak. It was reported that the abdominal aortic aneurysm size had been decreasing since the time of implant, but recently started increasing in diameter. Due to the patient's renal insufficiency, the patient and physician elected to have an open surgical conventional conversion. At the time of explant, the proximal type 1 endoleak was reported to be caused by neck dilatation due to disease progression. It was reported that the proximal stent graft was easily removed from the aortic neck, and the distal limbs were firmly attached and left in the patient. The patient was successfully converted to an open surgical conventional graft repair. The analysis of the explanted stent graft has been completed. From the examination of the returned stent graft, the abdominal aortic aneurysm expansion from the proximal type 1 endoleak was likely caused by disease progression. No graft integrity issues were found on the bifurcated proximal sealing zone rings 1 & 2. The aortic body was found angulated anteriorly 45 degrees, with a kink observed at the mid-body of the bifurcated (rings 3-4). It is likely that the multiple fatigue stent fractures observed were caused by the graft angulation. Three of the holes appear to have been covered by tissue/thrombus, and no endoleaks were ever reported in this area. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak). Pt's condition affected effectiveness of device (the severe angulation and disease progression of the aortic neck). Conclusions: device failure/lack of effectiveness related to pt condition (the severe angulation and disease progression of the aortic neck).